Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), an inquiry was received questioning the faster than expected device battery longevity. No procedures, no reprogramming, no magnetic resonance imaging (MRI) scan, and no high outputs in the last six months. Review of ipg device data indicated the device does appear to have higher current drain/more rapid battery depletion than would be expected by the programmed settings. Facility advised to perform follow-up at a more frequent interval than six months. Subsequently, the ipg was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Hybrid analysis reported the failure was caused by high current drain from the hybrid due to a leaky tantalum battery filter capacitor. If information is provided in the future, a supplemental report will be issued.